Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported that on (B)(6) 2021, there were six false positive results generated when running the alinity m sars-cov-2 assay. Another false positive result was generated on (B)(6) 2021, another on (B)(6) 2021 six others on (B)(6) 2021 and four others during troubleshooting runs on (B)(6) 2021. According to the customer, the false positive results from (B)(6) 2021 were released outside the lab and questioned by the physician. Customer could not confirm if there was a patient management impact related to those results. All other patient samples that were suspected false positive were not immediately reported to the physician. The same samples were re-tested and the results were negative. Negative results were reported to physicians. Swab testing identified that the alinity m system showed signs of contamination, which the customer suspects is due to another assay that is used in the laboratory with the same genes used for detection as the abbott assay. Customer was advided to clean the lab and run some water samples to check if the contamination persists. The customer was also educated on good laboratory practices. There were no patient management impact reported due to this observation. Tickets (B)(4) and (B)(4) have been opened to document this same occurrence on other alinity m systems in the customer's laboratory and will be reported via MDR 3005248192-2021-00086 and MDR 3005248192-2021-00087 . This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Description of event was updated to include, "on (B)(6), the customer reported via the local team that the issue recurred on one additional sample; the initial result was detected, but when re-tested the (B)(6) result was negative." Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer results log files for patient samples in question was performed. The validity of the runs/ controls (alinity m sars-cov-2 negative ctrl and positive ctrl) was verified and all runs provided were valid. Review of the amplification curves for all the files does not show unusual/ wavy curves. The review of the results log files demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-90) lot 517009 are performing as expected. The assay reagents performed as expected and met the assay specification requirements. There is no indication that lot 517009 is performing outside of established design performance specifications. Quality data review: device history record (DHR) review was performed for alinity m sars-cov-2 amp kit (list 09n78-090) lot 517009 and its components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing for the above lot. The products passed quality specifications at the time of release. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 517009 and its components. The search did not identify any records related to this issue and these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results (false positive) for multiple patient samples per complaint ticket when using alinity m sars-cov-2 amp kit (list 09n78-090) lot 517009. The complaint history review identified three additional complaint tickets that could be related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 517009. Two tickets were independently investigated and no product deficiency was identified. The final ticket is currently in the process of being independently investigated. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 517009 was not identified.

Event description:
On (B)(6), the customer reported via the local team that the issue recurred on one additional sample; the initial result was detected, but when re-tested the (B)(6) result was negative.